Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. The unit has not been returned for evaluation. While using the walker in the rest room the leg reportedly snapped around the screw, the end-user fell and hit her head and shoulder. She was c on the dresser. She was taken to the hospital, they x-rayed her femur which was the initial cause for her use of the device. She was released from the ER the same day with instructions to take tylenol.